Manufacturer narrative:
It was reported that the hl20 pump displayed the error messages: "eeprom" and "safety-s". No harm to any person has been reported. A getinge field service technician was onsite for investigation. The technician confirmed the displayed error messages: "eeprom" and "safety-s". After replacement of the motor control board the error messages: "safety-s" and "eeprom" was solved. The device was tested and released for clinical use. Thus the reported failures could be confirmed. The "safety-s" error can be generated on the motor control board because that supplies all the electronics in the roller pump module (rpm), including the safety system board. If there is a fault, the message depends on which subsystem notices it first. Accordingly, either error 5v test or error safety-s is displayed. The most probable root cause is a defective voltage converter ic8 which emits a voltage supply that is above tolerance. The error message: "eeprom" is part of the self-test of the hl20 roller pump, which is always performed prior to use (during startup of the device), and the eprom is not tested at any later point in time. According to the hl20 service manual the hl20 eeprom memory saves all user settings (limits, zero-adjustment etc.) When switched off completely. These values are then loaded from memory with every new start of the hl 20 roller pump and are used as the initial presets. The reported failure "eeprom" has been investigated within a similar complaint. The "eeprom" failure could most probable been caused by: defective eeprom itself. The write access is disturbed, the system responsible for writing on the eeprom is no longer able to write completely on the store. Problems with the compatibility of the sofware versions and different revisions of the boards. The board has a very old / early (01) revision number of the motor control board rpm, any firmware changes (compatibility, etc.) Or similar. The most probable root cause of the reported failure "eeprom" could be a faulty reference voltage on the control board, as the reference voltage of the motor-control-board is measured and checked by the processor internal ad-converter. Also in can be a defect of the a/d converter itself, then it would be ic37 or ic1. The device in question was manufactured on 2007-02-14. The review of the non-conformities during the period of 2007-02-14 to 2023-03-31 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the hl20 pump displayed the error messages: "eeprom" and "safety-s". The error message: "safety-s" can lead to an unintentional pump stop. No harm to any person has been reported. Complaint ID:(B)(4).